Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified contrast medium, at an unspecified rate, via power injector during a CT scan. It was reported that the CT tech noted that no contrast medium was visualized on the CT image. At this time, it was noted that the tubing separated from the clave port of the tubing set. It was reported that contrast medium leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.